Event description:
It was reported that the pump had an intermittent downstream occlusion alarm (e51202). There was patient involvement but no patient harm.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 4/29/2026. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump had an intermittent downstream occlusion alarm (e51202)¿ was confirmed. The probable cause was the downstream occlusion sensor and therefore replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.